Event description:
Middle-aged male with diabetes mellitus, multiple back surgeries with spinal cord stimulator, hypertension, reflex sympathetic dystrophy, fibromyalgia admitted to rehab hospital with bilateral lower extremity weakness/neuropathy with deficits in self-care and mobility. Patient utilizing a quickie iris tilt-in-space wheelchair. Patient was found half-way out of the wheelchair in a flipped forward position (legs/feet still in wheelchair but upper torso and arms forward onto the bed). Patient reported the wheelchair "flipped" forward, causing the patient to fall out of the chair. No injuries were sustained.